Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. She was trying to fill the tubing when the insulin pump alarmed. The customer was unable to complete the rewind sequence. Her blood glucose level was 168 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. Unable to perform excessive no delivery test due to motor error alarm. Unable to verify no delivery alarm due to motor error alarm. No cosmetic damage noted.